Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The serial number of the ins was provided.

Event description:
Additional information was received from the rep. It was reported that the tined lead was explanted and replaced by a new tined lead on (B)(6) 2019. During the replacement of the lead, it turned out that the previous lead was broken. The healthcare professional was informed to return the lead to the manufacturer, but it was discarded. No further complications were anticipated.

Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID: 3889, lot#: unknown, implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead. If follow up, what type?: correction: upon further review, method code 4114 does not apply to this report. Please note, method code 4115 applies to the lead and method code 4117 applies to the ins. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via the manufacturer representative (rep) reported that therapy effect was good with previous device, which had a normal battery depletion after 8 years. After replacing the device due to normal battery depletion, therapy effect was missing. Factors that may have led or contributed to the issue was implantable neurostimulator (ins) replacement. Troubleshooting performed included increased stimulation amplitude to 4.4 volts. Still no perception of stimulation signals. No actions were taken but an impedance check was planned for 2018-dec-21. No issue was resolved but no surgical intervention occurred or was planned. No further complications were reported/anticipated.